Manufacturer narrative:
Product event summary - the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the lead was unstable and moved into the coronary sinus. The lead was repositioned twice and dislodged. The lead was removed and replaced. The patient is a participant in the (B)(6) trial. No patient complications have been reported as a result of this event.